Manufacturer narrative:
It was reported that the event occurred in (B)(6) of 2019 the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion. The reported problem occurred during delivery in the intensive care unit. The nurse hung one unit of pack cells and anticipated volume of 330 ml (volume may slightly vary); however at the end of the infusion had to keep adding vtbi to complete infusion. It was reported that there was no patient harm associated with this event. No additional information is available.